Event description:
It was reported that prior to starting a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier was not clipping consistently. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained additional information. The instrument was inspected prior to use with no damage or anything out of the ordinary noted. The clip applier issue occurred during clip application while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was not related to clip applier jaws remaining static/not moving when surgeon commanded movement. The issue was not related to unexpected motion of clip applier while attempting to clip. The issue was not related to clip opening after closure of the clip. The issue was related to unsuccessful clip application. Large green hem-o-lok clips were used. The vessel or tissue bundle was not greater than the specified diameter suggested. The clip applier had been used 1-2 times when the issue occurred. The issue was resolved with opening a new instrument arm and pack of clips.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to fail the clip test due to misapplication of the clip. The clip applier instrument was found with one grip bent severely. The damage was found near the base of the clip groove, causing a 0.014" offset at the tips. As a result, the clip could not be properly loaded on the grips. The complaint was confirmed by failure analysis.